Event description:
This report is being filed after the subsequent review of the following journal article ¿early results of the proximal femoral nail antirotation-asia for intertrochanteric fractures in elderly chinese patients.¿ jing, j et al. (2014) (china). A retrospective study was performed on 108 patients between june 2009 and december 2012. The study included 46 males and 62 females with intertrochanteric fractures that were treated with the proximal femoral nail antirotation (pfna) (synthes gmbh, oberdorf, switzerland). The mean age of the patients were 75 years ranging from 60 to 99 years. During the 12 to 36 month early follow up period 4 patients were lost, and 6 patients died within 6 months due to causes unrelated to the fracture including 3 cases of cancer, 2 cases of traffic accident, and one case of suicide. Fracture union occurred in all patients at 20 weeks postoperatively. During the postoperative period, systemic complications occurred in 15 patients including 2 cases of pneumonias, 3 cases of myocardial ischemia, 3 cases of urinary tract infections, 6 cases of hypoproteinemia, and one case of deep vein thrombosis. Four main postoperative local complications occurred in this study, including superficial infection, fat liquefication, hematoma, and thigh pain due to proximal end of the nail. Eight cases of hematoma of the surgical wound resolved satisfactorily by detumescence. Seven cases of thigh pain disappeared after fracture union. This report is for an unknown proximal femoral nail (pfna) this complaint involves 1 device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown proximal femoral nail (pfna). (B)(4). Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.